Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient prepped for a dialysis catheter placement procedure using equistream split tip, prior to the procedure, it was reported that the catheter was allegedly found fractured and was unusable upon opening of the package. Reportedly, the fracture leads to material separation as the tip was separated. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient prepped for a dialysis catheter placement procedure using equistream split tip, prior to the procedure, it was reported that the catheter was allegedly found fractured and was unusable upon opening of the package. Reportedly, the fracture leads to material separation as the tip was separated. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 19cm d/l equistream hemodialysis catheter with kit component was returned for evaluation and one photo was provided for review. The photo shows a clinician holding the catheter in which the partial view of the catheter can be seen, a split is noted near the distal catheter hole. Gross, visual, microscopic and functional evaluations were performed. The split is located proximal to a drainage hole on the catheter tip. The split area was noted to open into two sides, raising the distal portion of the loaded stylet out of the end. The edges of the split located proximal to a drainage hole on the catheter tip were noted to be appeared uneven. The surface appeared to be glossy on both sides with striations throughout. The manufacturing site review states, an initial view of the images showed the partial view of an equistream catheter. A closer view showed a fracture (split) in the tip of the catheter; it was observed that the fracture (split) was proximal to a drainage hole in the tip. Therefore, the investigation is confirmed for the identified material split, cut or torn issue. However, the investigation is unconfirmed for the reported fracture and material separation issue as more appropriate material split, cut or torn code has been identified due to glossy surface with striations were noted on both sides of split surface. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.